Event description:
It was reported that the health care professional (hcp) experienced difficulties interrogating the implantable cardioverter defibrillator (ICD) device with the programmer. The hcp called technical services (ts) and requested troubleshooting assistance. Ts walked the hcp through troubleshooting efforts. The troubleshooting efforts were unsuccessful as the programmer was still not able to interrogate and read the device. Ts suggested the dhcp contact the local field representative for further troubleshooting assistance. At this time, the device and programmer remain in service. No adverse patient effects were reported.